Event description:
The patient came in reporting instability and the cause is unknown. At about 1 year and 5 months, the surgeon revised the insert with a higher one (from 12 to 13 mm), and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 22 september 2022 lot#: 2000428, 60 items manufactured and released on 13-mar-2020. Expiration date: 2025-feb-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.